Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the pvi atrial fibrillation procedure, the sheath was placed in the right atrium. The advisor hd grid mapping catheter was inserted into the sheath and while aspirating blood, air was aspirated. The mapping catheter was removed from the sheath and the issue was resolved. The mapping catheter was reinserted, and air was aspirated again while attempting to aspirate blood. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.